Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) powered down the device and removed the mini tray followed by the mini controller engine. A liquid spill was observed on the mini engine. The mini controller engine was replaced, and the device was secured. After rebooting, the mini drawer 1.2 was tested using the hardware test application and verified to be operational. Additionally, the power switch bracket was replaced and all tests passed successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. There were no adverse events or injuries reported based on this event.